Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire was stuck and would not advance in the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the guidewire failure to advance was confirmed. A complete lead with no guidewire was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. X-ray examination found the coil to be offset/damaged at the connector region. The s-curve hump height was measured within specifications. The guidewire insertion test couldn¿t perform due to the damaged coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the coil being offset/damaged found on the lead.